Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, high threshold measurements and high, out of range pacing impedance measurements were observed on the right ventricular (rv) lead and left ventricular (lv) lead. Pocket maneuvers, arm movements and deep breathing was performed with no noise being produced. As a result, the physician elected to continued monitoring of the patient. No adverse patient effects were reported.